Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention is planned to address the issue.

Event description:
Additional information was received that the patient's ipg was repositioned on (B)(6)2023 to address pain at the ipg site. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.